Event description:
While implanting bone graft, a previously placed locking plate had two screws come out of place. The screws were removed and discarded. Two new screws were placed.

Manufacturer narrative:
Root cause could not be established. Actual device not available to stryker for evaluation. Potential root causes could be: locking screws were not inserted deep enough. The bone structure was affected. While tightening the locking screws to create the locking effect, the user brought too much torsion force on the screws so the threads were heavily damaged. The plate hole was bent too much during bending process so that the locking function was not fully given.